Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with non-fasting tests results from meter to meter comparison of 46 mg/dl using truemetrix meter and 80 mg/dl using another device. Customer is only concerned with the non-fasting result of 46 mg/dl from the meter memory. The customer's expected fasting blood glucose test result range is 127 - 155 mg/dl; customer did not provide an expected non-fasting result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/17/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :46mg/dl date: (B)(6) 2018 time:10:26am not fasting; result 2 :102mg/dl date: (B)(6) 2018 time:09:21am not fasting; result 3 :205mg/dl date: (B)(6) 2018 time:07:31am not fasting; result 4 :174mg/dl date: (B)(6) 2018 time:06:31am not fasting; result 5 :210mg/dl date: (B)(6) 2018 time:01:25am not fasting.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with non-fasting tests results from meter to meter comparison of 46 mg/dl using truemetrix meter and 80 mg/dl using another device. Customer is only concerned with the non-fasting result of 46 mg/dl from the meter memory. The customer's expected fasting blood glucose test result range is 127 - 155 mg/dl; customer did not provide an expected non-fasting result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/17/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).